Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. Customer¿s current blood glucose is 450mg/dl. Customer also had blood glucose level of 400 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Device unable to verify reported harm, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly. (B)(4).